Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was mildly calcified, 70% stenotic in a mildly tortuous right coronary artery (rca). The physician attempted to direct stent the lesion with a taxus express2 2.25 x 16 mm drug eluting stent. However, the physician was unable to get enough support and exchanged guide catheters three times. During manipulation of the stent, the stent delivery system (sds) shaft fractured into two pieces. The fractured catheter was removed from the pt's body without any complications. The procedure was successfully completed with another taxus express2 2.25 x 16 mm drug eluting stent. Pt status is reported as "satisfactory/good".